Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during preparation for the hemodynamic monitoring of a patient, the distal joint of the pressure monitoring set that connects directly to the patient was found broken. Fluid was found to be leaking from the connection. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and one similar complaint for this lot number was found.